Event description:
The recipient reportedly experienced reconstruction of the posterior flap as a complication during implant surgery. Advanced bionics is in the process of obtaining additional information. When additional information is received, a supplemental report will be submitted.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The recipient's external ear flap was accidentally broken. The lesion was successfully plugged by perichondrium. The recipient's device was successfully activated. This is the final report.